Manufacturer narrative:
A ge representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable. However, no patient or staff injury was reported.

Event description:
The customer reported that the system intermittently locked up. No patient injury was reported.